Event description:
I was hospitalized 3 times for fluid filled lungs and congestive heart failure. After no diagnosis could explain the problem, I went to (B)(6) and they checked my saline filled breast implants with fuzzy cover (put in my body in 1988). My breasts were huge, itchy, filled with fluid. The plastic surgeon removed the breasts immediately 2014, and had the tissue tested for cancer. No breast cancer, shortly after removal I was diagnosed with small cell lung cancer. The fluid from the breasts migrated through my chest wall, had filled my lungs and surrounded my heart with this fluid. I am in remission for lung cancer but recently was diagnosed with inactive multiple myeloma and autoimmune igg and igm. My breast still have symptoms of itchiness and other symptoms.